Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a "force sensor failure." It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found no exterior damage. There are no alarms in the device's event history log pertaining to reported problem. To conduct functional testing the device was powered up and had an occlusion test performed. Upon testing, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period.